Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram of the leg, the hub separated from a flexor ansel guiding sheath. The patient had a history of difficult groin access, due to scarring, and a previous bypass procedure. Access was obtained in the scarred groin. The anatomy was tortuous, calcified, and very scarred. Resistance was encountered upon both insertion and removal of the sheath. An unknown wire and another manufacturer's atherectomy device were in the sheath lumen at the time of hub separation. The dilator was not in place at the time of separation, and the sheath hub was not used to pull the device from the patient. Because part of the sheath was outside of the patient, the sheath shaft was removed manually. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an angiogram of the leg, the hub separated from a flexor ansel guiding sheath. The patient had a history of difficult groin access, due to scarring, and a previous bypass procedure. Access was obtained in the scarred groin. The anatomy was tortuous, calcified, and very scarred. Resistance was encountered upon both insertion and removal of the sheath. An unknown wire and another manufacturer's atherectomy device were in the sheath lumen at the time of hub separation. The dilator was not in place at the time of separation, and the sheath hub was not used to pull the device from the patient. Because part of the sheath was outside of the patient, the sheath shaft was removed manually. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), dimensional verification, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The shaft was separated from the hub. The sheath flare was distorted, most likely from the sheath being pulled through the hub. The hub measured within specification. The shaft material was not elongated or separated. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s very scarred, tortuous, and calcified anatomy contributed to this event, as resistance was encountered upon both insertion and removal of the device. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.